Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a tunneled dialysis catheter placement procedure the catheter tip detached within the patient. The clinician had acquired antegrade access within the patient's internal jugular vein and while attempting to cannulate the patient superior vena cava [svc] with the guidewire the catheter tip detached. The clinician externalized the foreign body together with the guidewire liberating the svc. No additional interventional procedure was necessary. Another gw and catheter was prepped to successfully complete this procedure. Only a small delay in procedure to report. No additional patient consequences to report.